Event description:
It was reported that the asymptomatic patient presented in hospital on (B)(6) 2017 with high atrial capture threshold. On (B)(6) 2017 variable p-wave amplitudes were noted remotely via merlin.net transmission. On (B)(6) 2017 it was reported that the atrial lead exhibited loss of capture via merlin.net transmission. The patient was asymptomatic and was non pacer depended. On (B)(6) 2017 the patient presented in clinic for interrogation. Lead dislodgement was alleged and the lead was turned off. Patient remained asymptomatic and was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated the atrial lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.